Manufacturer narrative:
This report is submitted on july 05, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision surgery and was administered a topical antibiotic (date not reported).